Event description:
Same case as MFR#: 2134265-2009-03062. It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis and pt death occurred. The 90% stenosed lesion being treated was located in the mildly tortuous, mildly calcified mid to proximal lad. The lesion was predilated with a 3.0x20mm maverick balloon, inflated to 6atm for 20 seconds. The physician deployed a 3.0x32mm taxus liberte stent, inflated to 12atm for 30 seconds. The stent was well apposed. Medications given included: heparin and plavix. The pt was sent to recovery. Eight hours post the initial stenting procedure, the pt returned to the cath lab due to chest pain and st changes in anterior lead. The on-call physician identified thrombosis inside the proximal part of the stent. The physician placed an unk wire. The wire is reported to have been placed sub-intimally. Then placed an unk size maverick2 balloon between the vessel wall and stent and perforated the entire lesion. The vessel was 'shredded'. The pt was taken to surgery, where a bypass to the lad was performed. A pericardiocentesis kit was required, and the lad had to be replaced. Medications given included: heparin and integrilin. The pt was later placed on a ventilator and extubated a couple days after procedure. The pt never got off the ventilator and never left the ICU. In the opinion of the physician, the thrombosis was related to the stent. Nine days post the reintervention procedure, pt death occurred. The physician stated the pt death was not caused by the taxus liberte or the maverick2 balloon. A documented cause of death was not available.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. The batch number is unk and the manufacturing records for the complaint device could not be reviewed.